Manufacturer narrative:
The implicated disposable set has not been returned for investigation. The retain sample for the associated lot was inspected and no evidence of any defects were found. The manufacturing batch records for this lot were also reviewed and no anomalies were identified. No patient injury was reported. All 3-spike disposable sets are 100% leak tested prior to release from belmont medical technologies. However, all manufacturing personnel have been made aware of this incident. We will continue to monitor for future incidents of this nature and take further action if required.

Event description:
Belmont's distributor received a complaint from the user facility and relayed the following report: "leakage upper site of the heat exchanger within 1 hr after operation of ri-2."